Event description:
The customer reported the ventilator would not power up and the battery led was flashing. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported replacement of the cpu pcb board, motor controller pcb board and power management pcb board corrected the reported problem. Performance verification testing was completed and passed.

Event description:
Factory analysis of the returned motor controller pcb board and power management pcb board revealed shorted components which caused the ventilator to not power on. No failures were identified with the cpu pcb board.

Manufacturer narrative:
Supplemental report